Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a neurostimulator (ins) being replaced as it was dead due to normal depletion. It was reported that the existing lead was connected to new ins and the physician heard screw click. They checked impedances and saw that 2 contacts had issues. Caller checked impedances again with same result. Physician went to disconnect the lead to dry it off but upon grabbing the ins, it came disconnected from the lead. Physician made sure lead was dry, connected lead to the ins, again they heard the screw click but lead was still not staying connected to the ins and that happened several times. Caller stated they used another ins with no issues. The rep verified that the ins was implanted and removed due to defective screw. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: when asked whether they were able to discern whether the set screw issue was due to user error or was an oob (out of box) defect seen the rep responded that the issues seemed to be oob as the provider did nothing differently. No further complications were reported or are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.